Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to hearing an audible tone from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead impedance had exceeded the programmed upper alert level for pacing impedance and triggered an alert for out-of-range/high pacing impedance. Follow up was conducted and no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that rare undersensing was noted on the right ventricular (rv) lead at times. It was indicated that the undersensing does not appear to affect rhythm detection. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the low-voltage pace/sense portion of the right ventricular (rv) lead was capped and replaced. The high-voltage, defibrillation coils of the original rv lead remain in use. No patient complications have been reported as a result of this event.